Event description:
According to the reporter, during laparoscopic pancreas left resection with splenectomy, the two staplers with reloads were used and were unable to fire while being used in resection of pancreas and when closing the magazine. The surgeon was unable to squeeze the handle but it was unknown if he was able to press the green button. Patient status and outcome was unknown.